Event description:
It was reported that a .025" findrwire perforated the left atrial appendage, resulting in bleeding. The procedure was aborted and pericardiocentesis was performed while heparin was reversed. The bleeding resolved and the pt recovered and was discharged normally.

Manufacturer narrative:
Additional information was provided by the sentreheart representative who attended the case: the orientation of the laa required additional manipulation of the lariat while trying to capture the laa for ligation. The findrwirz most likely perforated the laa at some point during this additional manipulation. Pericardiocentesis was performed while heparin was reversed and the pt remained stable. The bleeding resolved after approximately 45 minutes. The pt then recovered normally with no further sequelae. Potential vessel damage is a known complication listed in the IFU. The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.